Event description:
It was reported that the catheter was used off-label to perform posterior wall and mitral isthmus ablations, and the patient experienced coronary artery spasms, st segment elevation, and ventricular tachycardia. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The pulmonary veins and posterior wall of the left atrium were isolated with the catheter, then nitroglycerin was administered after a coronary angiogram of the left coronary artery was performed. Afterwards 18 ablations were performed on the mitral isthmus. Use of the farawave catheter to perform posterior wall and mitral isthmus ablations constituted off-label use of the device, as it is indicated for pulmonary vein isolation (pvi) per the instructions for use (IFU). Potential remained in the coronary sinus (cs), so a radiofrequency (rf) ablation catheter was used to create a block line. Ablation of the cavotricuspid isthmus was performed with the rf catheter and isoprel (isp) and adenosine triphosphate (atp) were administered; however, the mitral block line retracted upon induction. When the cs was ablated with the rf catheter an st segment elevation along with ventricular tachycardia. Another coronary angiogram was performed which indicated a mild spasm on the left and a moderate spasm on the right. Nitroglycerin was administered to resolve the spasms. The procedure was completed successfully. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.